Event description:
Olympus was reported that the subject device was broken after tissue dissection for around an hour. There was no patient harm.

Manufacturer narrative:
Olympus followed up the user facility to obtain the additional information. It was confirmed that the probe tip broke off outside the patient. The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 15 mm from the distal end. There was a contact mark of the probe and jaw where the probe was broken off. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The manufacturing history was reviewed, with no irregularities noted. Based on the analysis result above, it is highly likely that since the device was grasping a thick and hard tissue and activate while twisting the tissue, the probe and jaw came into contact with each other. That caused the device a scratch occurred. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the patient body, the probe broke due to the stress by touching physically. Even when falling off outside the patient body recurs, it would never lead to falling off inside the patient body. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.